Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows: at 18:38 pm the pod was deactivated and he noticed the cannula was not inserted into his skin.